Manufacturer narrative:
Analysis of the returned device revealed that the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface and indications of slight melting on the output window. The outer flow tubing open end exhibits minor scratch marks. Based on the device analysis, the potential for forward firing may exist. The probable cause of the failure is operational context. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.

Event description:
Analysis of the return device revealed a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. Based on the device analysis, the potential for forward firing may exist. There were no patient complications reported due to this event.